Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please refer to manufacturer's report no. 2032227-2014-61298 as it refers to the same event but of a different device.

Event description:
It was reported that the customer had high blood glucose levels of about 500 mg/dl. The customer reported that the high blood glucose levels were caused by a bad batch of infusion sets for the insulin pump. The customer also reported that the insulin pump does not alarm for low blood glucose levels. No additional information was provided.